Manufacturer narrative:
(B)(4). Results: detached tissue pad. Analysis summary: the analysis found that the device was returned with the tissue pad was not returned, further evaluation could not be performed.

Event description:
It was reported that during the laparoscopic colon procedure, the blade melted. The case was completed with the same like product. No pt consequence.